Manufacturer narrative:
Because the device was not returned to the manufacturer for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause. A review of the DHR cannot be performed without lot information.

Event description:
Patient reported that IV fluid (tpn with lipids) was leaking between the luer end of a moog administration set no injury to a patient was reported. (B)(4).